Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: device quality manager. The batch records for lot 2412011 ((B)(4)) have been reviewed. The following tests are performed on the product during production: during in-process control in needle assembly, 315 needles are visually inspected per shift for foreign matter. No abnormalities related to this complaint were reported during these inspections. During in-process control in packaging, 40 needles are visually inspected twice per shift for foreign matter. No abnormalities related to this complaint were reported during these inspections. Furthermore, a final visual inspection was performed on 500 pieces. Two (2) products were found with embedded dirt, one in the hub and one in the protector. This is a minor defect and was within the acceptance level. Since these products are sterilised and the particles are embedded, it is very unlikely that this would cause a patient reaction. As part of the final inspection, particulate matter is tested on 84 pieces and a visual inspection on 13 pieces. This was conform the specification. The lal and sterilization cycle were executed according to specification and no observations have been found for these tests. Sample investigation: not returned. Retention samples all remaining samples (87 pieces) were visually inspected for foreign matter by n. Eymael on 10/12/2025 by the naked eye. No defects were found. Based on our investigation including a batch record review and retention sample investigation, no root cause related to our production process has been found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo europe n.v. (Manufacturer) registration no. 9681413.

Event description:
Terumo received the following reported information: the complaint affects filter needles co-packed with vabysmo. A doctor, from the spanish hospital, reported to our local aps department that he has concerns about the quality of vabysmo pfs. The doctor requests roche to investigate any potential product quality deficiencies that may have contributed to the adverse event. The doctor has not reported any specific product quality deficiency. The patient had vitritis and is recovering/resolving. The procedure outcome is unknown.